Event description:
It was reported that during discharge, the physician noted that the right atrial (ra) lead impedance was out of range of greater than 2000 ohms. The physician performed an implant review, following which the measurements of the ra lead were determined to be within range. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).